Event description:
The customer's spouse reported that the customer woke up to a no delivery alarm on the insulin pump and had a high blood glucose. The blood glucose reading was 360 mg/dl. The infusion set was changed and the blood glucose began to drop. The customer was advised that no delivery could be caused by an air bubble due to cold insulin or a site issue but the spouse declined troubleshooting. The spouse was advised to call back to run a high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.